Event description:
Customer reported an issue with the passport 2 monitor's display, which may have affected patient monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and corrected the problem by replacing the broken connector cable. The unit was safety tested to factory specifications.